Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 641416) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("problem with haemorrhage"), inflammation ("inflammation due to allergy to one of the components"), allergy to metals ("inflammation due to allergy to one of the components") and arthralgia ("pain in my hips"). The patient was treated with iron and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, inflammation, allergy to metals and arthralgia outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, genital haemorrhage, inflammation and pelvic pain with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 28-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 641416) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("problem with haemorrhage"), inflammation ("inflammation due to allergy to one of the components"), allergy to metals ("inflammation due to allergy to one of the components") and arthralgia ("pain in my hips"). The patient was treated with iron and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, inflammation, allergy to metals and arthralgia outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, genital haemorrhage, inflammation and pelvic pain with essure. Lot number: 641416, manufacture date: 2009-05, expiration date: 2012-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) ) on (B)(6) 2020. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 641416) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("problem with haemorrhage"), inflammation ("inflammation due to allergy to one of the components"), allergy to metals ("inflammation due to allergy to one of the components") and arthralgia ("pain in my hips"). The patient was treated with iron and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, inflammation, allergy to metals and arthralgia outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, genital haemorrhage, inflammation and pelvic pain with essure. Lot number: 641416, manufacture date: 2009-05, expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-mar-2021: no new clinical information; imrdf-FDA codes update. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.